Event description:
It was reported by service report that the unit was stuck in low height. There was patient involvement; however no adverse consequences are reported.

Manufacturer narrative:
Results: lock bar roller.